Event description:
(B)(4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced chest pain. During the study index procedure in (B)(6) 2008, a non-target lesion in the distal circumflex (cx) was treated with a taxus express2 stent. In (B)(6) 2010, the patient returned with chest pain. Angiography showed the 1st obtuse marginal artery was occluded with timi 2 flow in the distal cx. Treatment of the distal cx was attempted; however, the choice pt guide wire was unable to cross the lesion and the procedure was aborted. Medical therapy was continued and the patient was discharged two days post procedure.

Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).